Event description:
It was reported that during the pta treatment procedure, the pt experienced transient complications including somnolence, tachycardia (to 100 beats per minute) and systolic hypertension (to 170 mmhg). The etiology of the symptoms is unclear, but the pt's condition stabilized after five minutes. The 3 mm ussv balloon was used for predilatation of an unspecified lesion and was used in conjunction with a filterwire ez. It was suspected that the balloon had not been deflated prior to insertion. After crossing the lesion, balloon inflation was not evident angiographically, despite attempted inflation to 12-14 atms per the inflation device, but contrast medium was noted leaking from the balloon. The physician noted resistance with the inflation attempt. It was suspected that the circular, short-distance, calcified stenosis may have contributed to the event. The procedure was successfully completed with an unspecified stent. An air embolism was suspected to have occurred during the procedure. A followup CT scan was performed 30-60 minutes after the completion of the procedure, and showed that the pt had cerebral bleeding. The physician suspects that the bleeding was related to the contrast medium as it was no longer evident 24 hours after the event. At followup 2 days later, the pt remained symptom free.